Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. A flexion contracture is a limitation in movement of the knee joint into the motion of extension. Which means that the joint is fixed in a flexed position. This can be treated both surgically and conservatively as it is caused by scar tissue and adhesions at the joint that prevents movement. In this case, the adhesions and scar tissue were resolved conservatively utilizing physical therapy. The patient was able to loosen up the limitation and regain overall motion without surgical intervention. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: petrillo, s., marullo, m., corbella, m., perazzo, p., & romagnoli, s. (2019). One-staged combined hip and knee arthroplasty: retrospective comparative study at mid-term follow-up. Journal of orthopaedic surgery and research, 14(1). Https://doi.org/10.1186/s13018-019-1337-0. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02248. (B)(4).

Event description:
It was reported that the study reported one patient was noted to have a flexion contracture after tka, which resolved with extra-period of rehabilitation within group b.